Manufacturer narrative:
H10: additional manufacturer narrative: the aquabeam handpiece was returned for investigation. The returned handpiece functioned as designed. Functional testing was unable to reproduce the reported failure after three (3) docking cycles and three (3) aquablation simulation treatments were completed without any difficulties. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam handpiece / lot number 21c00527 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints confirmed five (5) other similar events reported to procept. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: section 5.4: precautions: aquabeam handpiece setup: inspect the aquabeam handpiece to ensure packaging integrity. Do not use the aquabeam handpiece if packaging integrity is compromised. Non-sterile product may result in urinary tract infection or other complications. Ensure the aquabeam handpiece cartridge is properly engaged with the console prior to beginning of the procedure. An incomplete engagement may result in user or patient injury, or an inability for the aquabeam robotic system to properly resect tissue. Section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains the note to, "verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged." A root cause for the reported event was unable to be established. The in-house investigation did not identify any potential issues with the returned handpiece that could have contributed to the reported event. Complaint data is monitored and trended as part of procept's quality management system. Shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam handpiece was unresponsive after docking to the aquabeam motorpack. The treating physician attempted to troubleshoot multiple times, but the issue was not able to be resolved. The treating physician proceeded to abort the aquablation procedure. There were no adverse health consequences to the patient due to the reported event.